Event description:
Unit stopped blowing air, family member bagged pt and called 911, when paramedics arrived they pulled a plug from pt then hooked back up to vent and vent started ventilating normally.